Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to address the reported event. The fse was able to confirm the reported error message "4153 c.trans-z home overrun" by reviewing the error log. The fse replicated the event by running a cup transfer test. The fse found the alignment of the incubator x-axis was off. The fse cleaned and lubricated the incubator and adjusted the incubator alignment on the x-axis. The fse proceeded to run 50 cup transfer tests to verify proper operation. The aia-900 analyzer passed. The customer ran quality controls (qc), which resulted within acceptable range. No further action was required. The aia-900 analyzer was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17-mar-2018 through aware date 17-apr-2019. There were no other similar events reported during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [4153] c.trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to the incubator requiring realignment.

Event description:
A customer reported getting error message "4153 c.trans-z home overrun" while running patient samples with the aia-900 analyzer. The customer cleaned the cup transfer assembly and started running quality controls, but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results for creatine kinase mb isoenzyme (ck-mb), beta human chorionic gonadotropin (bhcg), and intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.